Event description:
It was reported that during an in-clinic follow-up, the right atrial (ra) lead exhibited episodes of over-sensed noise which resulted in inappropriate automatic mode switch (ams). No intervention was performed and the patient will be further monitored. The patient was in stable condition.